Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment and no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment (st) using as-received treatment settings with reduced dwell times was performed successfully. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, patient sensor calibration check, and the mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump and under the front panel assembly. The cause of the encountered dried fluid could not be determined. A st pre-accelerated stress test (15-minute)-test treatment failed. It has been identified in diagnostic mode that when the dummy tummy patient bag was filled to the correct fill volume and the patient line was restricted to simulate a slow flow. The heater bag volume screen displayed less fluid than what was physically present in the heater bag. With the flow alert option enabled and flow is restricted, the cycler does not correctly track the heater bag volume. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette of their cycler during step 9 of their pd end treatment. The patient contact reported receiving an air detected in cassette alarm during an unknown phase of the patient's treatment and a heater bag not detected message during step 3 of setup of the patient's pd treatment. The cycler was reset up with new supplies. It is unknown at which point in therapy the leak may have begun. The fluid did come in contact with the cycler. The patient contact reported that the cause of the leak was an unknown source on the cassette. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that the leak originated from the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.